Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited stickiness on the grip, ud plate (up/down), and universal cord. There was no patient involvement.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the cysto-nephro videoscope captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the returned scope had a sticky grip, up/down plate and universal cord. However, there was no stickiness associated with this device. The subject device was returned, and no reportable malfunctions were found.

Event description:
No additional information received from the customer.